Event description:
Customer reports she noticed that the pdm is getting hotter than before after the she charged the pdm, the customer stated that after she noticed that the screen cracked. No injuries were reported due to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.